Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The instrument was found to have the teflon pad damaged. The teflon pap exhibits melting. There was no material missing from the teflon pad.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, while dissecting with harmonic ace curved shears a tip of the instrument melted and fell into the patient. The piece was retrieve. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the plastic piece from the harmonic ace slid out of the place. The staff looked at the device and saw the plastic piece slid but was still on the device. Hence, no additional intervention was needed. It is unknown what does the surgeon believe was the cause of the plastic piece sliding. The instrument was in use for 2 minutes when the issue was noted. The surgeon was dissecting and grasping the tissue. A glance was made since the instrument was straight out of the package. Inspection should have and was completed by the factory when packaging. No damage was noticed. The customer did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The customer was using cadiere and endoscope instruments. The instrument was not removed before breakage. No resistance was felt upon the removal of the instrument through the cannula. The wrist of the instrument was straightened. No other damage was noted on the instrument after the event occurred. The customer was not made aware of any injury. The patient did not return to the hospital due to complications.